Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient exhibited decompensated heart failure due to improper device settings. The patient was administered an intravenous medication and a programming change was made. The patient felt better and was discharged to go home.